Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found that the orange epoxy on the tube extension was exposed at the distal end. After securely tightening the mcs tip cover accessory, the orange epoxy was still exposed. Visual inspection found the orange epoxy applied over the grey laser marking area causing the orange epoxy to be visible even after the mcs tip cover accessory was completely placed over the tube extension. The complaint was confirmed by failure analysis. The tip cover involved with the complaint was not returned for the failure analysis.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was further evaluated and the initial findings were confirmed. The orange epoxy on the tube extension of the instrument was exposed due to an incomplete laser marking.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover did not cover all of the orange area. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received. The tip cover involved with the complaint was not returned for the failure analysis.